Event description:
It was reported that devices were used during a nephrectomy procedure. It was reported that the devices emitted a continuous tone and the surgeons need to reactive foot pedal to cut/coag. The case was completed with another hp052. There was no patient consequence.